Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has high blood glucose of 500 mg/dl and previously it was 269 mg/dl. The customer indicated that she changes the set and treated the high blood glucose and the level is going down.